Manufacturer narrative:
The reported event was duplicated. It was confirmed by the service technician through functional evaluation the device caused a bias current error to be displayed. Upon disassembly, the technician found a corroded cable assembly. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor product inquiries of this type for adverse trends.

Event description:
It was reported that during case preparation, the core sumex drill displayed a bias-current warning on the console, signaling a condition in which the device has the potential to run without user activation. As this occurred during case preparation, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that during case preparation, the core sumex drill displayed a bias-current warning on the console, signaling a condition in which the device has the potential to run without user activation. As this occurred during case preparation, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.